Manufacturer narrative:
Pump delivered within specifications. Complaint of 31 was not confirmed.

Event description:
The pt was being fed through a gastrostomy tube using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. One liter was delivered in 4 hours. The head of the bed was elevated to 90 degrees. Physician was called. Lasix 40 mg im was given. The feeding was held until the following morning. 500 cc of aspirate were removed from the gastrostomy tube. Additional 80 mg lasix given through the g-tube. The pt's condition was stable. One pt involved.